Event description:
During a pta treatment procedure, the talon balloon would not deflate after the second inflation to 12 atms for 60 seconds. The first inflation was also to 12 atms for 60 seconds, after which the balloon deflated normally. The pt was asymptomatic during this event. The lesion being treated was in a dialysis shunt. The physician used a transcend .014 guidewire to cross the lesion. The talon balloon was withdrawn into the sheath where it became stuck. The sheath and balloon were removed from the pt. The procedure was then stopped. No pt injuries or complications were reported. Pt status is reported as 'good'.